Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-18521. It was reported the patient's leads had fractured and as a result the patient lost therapy. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer reference number 1627487-2022-06990.